Event description:
It was reported that the user required assistance with a first supply change, after which insulin delivery was safely resumed, and the user experienced elevated glucose around 200 mg/dl on an early therapy day with unannounced soup and coffee intake; education was provided on announcing carbohydrates, checking carbs, and treating lows per start-up guidance. Symptoms included hyperglycemia and a prior low blood glucose reported by the user. Outcomes included successful troubleshooting and continuation of therapy without alerts, alarms, or need for medical intervention. Investigation included customer support review and real-time troubleshooting with user education. Investigation of this case revealed no device malfunction or alarm activity, with hyperglycemia reasonably associated with unannounced food intake during early adaptation and algorithm-driven correction in progress. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user factors and early therapy adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.